Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. Device was monitored and no unexpected power loss anomaly and error 23 alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was shuts down due to low battery as it needs to be replaced after putting new battery in he got an alarm generated when a power failure was detected alarm. It happens 4 times today. Customer was able to clear the pump errors, power loss alarm and program the pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.